Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition; however the screen was observed as being scratched. The event history log was unable to be downloaded. The device was powered up and alarmed with an error code. The circuit board was replaced. A root cause for the faulty circuit board could not be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that this pump had screen damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition with a scratched screen. The device was powered up and alarmed ec 1830. The motor was tested and came back normal. It's recommended to replace circuit board and the scratched screen.